Event description:
The pt presented with an occluded left common iliac artery. Thus, the physician planned to perform an aorto-uni-iliac approach. He placed two excluder bifurcated endoprosthesis trunk-ipsilateral devices and performed a femoro-femoral crossover bypass. There was no adverse outcome for the pt. No allegation of deficiency was made regarding any of the excluder devices placed in this case.